Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext:(B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The device failed the downstream occlusion test. The probable cause of the reported problem was defective main board and downstream occlusion (dso) sensor, and both were replaced to fix the issue.

Event description:
It was reported that the device had a remove and reattach cassette error. There was unknown patient involvement/patient harm reported.